Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with cefazolin (500 milligrams [mg], frequency and route not reported) and ceftazidime (500 mg given intraperitoneally in each bag, frequency not reported). The outcome of the peritonitis event and whether dianeal therapy was ongoing was not reported. No additional information is available.